Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (I ns) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient had pain going down their leg and that the implant was painful and uncomfortable. The device was explanted and the was currently happy with their new treatment. No further complications were reported/anticipated at this time.